Manufacturer narrative:
The product was returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no non-conformances during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the product observed that there was a pin hole in the top of the packaging. Powder was also observed in the returned container that was from the pin hole in the packaging. The cause of this complaint and timing of the event cannot be determined.

Event description:
It was reported that the surgeon noticed that the zimmer dough-type bone cement package had two holes during surgery. There was no harm or delay reported, and procedure completed with an alternate.